Event description:
It was reported that the patient underwent a cervical procedure using anterior fixation at c4/7. The locking screw of the plate backed out allowing the screw in the c7 vertebrae to back out post op. The revision surgery was performed approximately six months post op to remove the backed out screw.

Manufacturer narrative:
The post-op x-rays confirmed that the implant level was at c4/6, not at c4/7. The x-rays indicate that one of the caudal screws has started to back out. We are unable to determine the cause of the event.